Event description:
It was reported that, "the knee was unstable. Doctor took out the 13mm cr insert and replaced it with a 19mm cs insert (B)(4)."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.